Event description:
It was reported that while using bd vacutainer® push button blood collection set with pre-attached holder, the blood flowed continuously into the body of the collection device as soon as the needle was inserted in the vein. No patient impact reported.

Manufacturer narrative:
D.2. Medical device type: one additional code applies; jka d4. Medical device expiration date: unknown h4. Device manufacture date: unknown d4. Medical device lot#: unknown h.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.